Event description:
It was reported that the patient experienced increased spasticity, back to his baseline level. The pump was checked and a motor stall occurred on (B)(6) 2014. The stall never recovered, so the pump was replaced the following day. The patient recovered without permanent impairment. No additional troubleshooting was done and the cause of the stall was unknown. The device system was used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).